Manufacturer narrative:
Evaluation summary: regulatory compliance received five (5) samples of the push button blood collection sets from the customer and these were forwarded to mfg investigation. The investigation of this complaint revealed that this was the first incident regarding this lot. The lot was manufactured in july 2007, and the DHR yielded no issues. Eval of returned product: five (5) returned samples were examined and there was no damage to the assembly of the units. Five out of the 5 samples retracted without any incident. In addition, 10 samples were taken from retains and evaluated, and no issues were identified. The complaint cannot be confirmed as being related to the manufacturing process. Regulatory compliance will continue to monitor and trend this issue.

Event description:
Phlebotomy supervisor reported that after performing venipuncture, phlebotomist was disposing the push button blood collection wingset into a sharps container located on the wall, when the device bounced back and punctured her index finger. It was indicated that the push button was not fully activated. The phlebotomist received prophylactic treatment.